Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had flipped sideways and is protruding. It was noted the patient was experiencing pain due to the ipg's migration. It was noted the patient had lost some weight. As a result, surgical intervention may occur at a later date to address the issue.